Event description:
It is reported by the patient that they were hospitalized for a high blood glucose level. The level at the time of the call was 138mg/dl but they were admitted for dka. The customer stated that the pump received a failed battery alarm and they stopped use of the pump for 28 hours. Device is not being returned. No further information available.